Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the insertion handle for suprapatellar (p/n: 03.010.440, lot number: 160498-201) was received at us cq. Visual inspection of the complaint device showed no defects. This complaint could not be confirmed as there were no defects identified on the device. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.010.440. Lot: 160498-201. Manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: 25 april 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified,part: 03.010.440 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent a surgical procedure tibial nailing. The suprapatellar insertion handle and impactor was damaged during nail insertion and impactor handle snapped off. Another unknown impactor was used to finish seating the nail. The procedure was completed successfully without surgical delay. There was no patient consequence. This report is for one (1) insertion handle for suprapatellar. This is report 1 of 1 for (B)(4).